Event description:
Performing tpe with prismaflex. Blood noted outside of blood filters- blood leak detector alarmed appropriately - treatment immediately discontinued. Visual inspection appears to be defect in membrane separating two compartments.